Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 555 mg/dl due to needing settings adjustment. High bg was addressed by a manual dose injection. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.